Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet touchscreen was unresponsive, preventing the user from unlocking and interacting with the pump, and a replacement ilet was shipped while return of the original was coordinated. Symptoms included no device interaction and no adverse physiological effects; blood glucose was not affected. Outcomes included continued use of cgm, replacement device deployment, and eventual return of the replacement unit after the user reported the original ilet resumed normal function. Investigation included guided troubleshooting such as cleaning the screen, attempting wake and unlock actions, holding the wake button to recalibrate the capacitive sensor, restarting on the charger, testing with a third party, and assessing response while on a charging pad. Investigation of this case revealed an intermittent or transient touchscreen nonresponse consistent with a user interface or capacitive touch sensing issue that resolved after recalibration and restart, with no alarm activity and no patient harm. It was concluded, based on previously established findings for similar reports, that the cause was a transient device performance issue related to capacitive touch functionality, not reproducible after restart and recalibration.